Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) reported to fresenius that the solenoid valve on a 2008t machine had burnt and melted wiring. The terminal connectors and valve body were damaged at the connection point to the valve. Additional information was requested, however a response was not received. The initial report does not indicate that there was patient involvement nor personal harm to any patients or individuals due to this malfunction. No parts were returned to the manufacturer for a physical evaluation.

Event description:
A user facility area technical operations manager (atom) reported to fresenius that the solenoid valve on a 2008t machine had burnt and melted wiring. The terminal connectors and valve body were damaged at the connection point to the valve. Additional information was requested, however a response was not received. The initial report does not indicate that there was patient involvement nor personal harm to any patients or individuals due to this malfunction. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: h6 (type of investigation code), h10 (plant investigation: remarks pertaining to a manufacturing review were removed, as a serial number was not reported and a review could not be performed) plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A serial number was also not reported which prevented a records review from being performed. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility area technical operations manager (atom) reported to fresenius that the solenoid valve on a 2008t machine had burnt and melted wiring. The terminal connectors and valve body were damaged at the connection point to the valve. Additional information was requested, however a response was not received. The initial report does not indicate that there was patient involvement nor personal harm to any patients or individuals due to this malfunction. No parts were returned to the manufacturer for a physical evaluation.